Event description:
The pump has alarms. Four days later the customer's family member reported that the customer was hospitalized for high blood glucoses. It was stated that the customer had several bent cannulas prior to admission. It was indicated that the customer had large ketones and was vomiting.